Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Device not explanted.

Event description:
It was reported via an ae form for the (B)(4) clinical study that a nondisplaced proximal femur periprosthetic fracture occurred, and a dall-miles cable was used.

Manufacturer narrative:
An event regarding intraoperative fracture involving a secur-fit advanced was reported. The event was confirmed. Medical records received and evaluation: although the intraoperative fracture was confirmed during the medical review, there is no evidence this common intraoperative finding was the result of factors of faulty component design, manufacturing or materials. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In this case, additional information including x-rays, post-operative follow-up, and clinical or past medical history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It was reported via an ae form for the (B)(6) study that a nondisplaced proximal femur periprosthetic fracture occurred, and a dall-miles cable was used.